Manufacturer narrative:
Concomitant medical products: implantable double lumen port (vendor, model, and lot unknown); therapy date (B)(6) 2015. No product will be returned per customer. The customer complaint of the set leaked at the hub could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leakage of doxorubicin that started to occur at "the hub closest to the patient" which had been used during the infusion to check for blood return. Although the leakage was recognized quickly and the infusion was stopped, the full dose was not administered. The intended volume to be infused is not known. The report indicates that although approximately 91ml may have been discarded after the leak was found, it was deemed by the physician to be "a minimal amount".